Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (value not provided). Contact declined tandem technical support's offer to troubleshoot. No additional information was provided.